Event description:
Additional information later provided noted that while testing the catheter, it was disconnected from the pump and there was a good back flow of csf (cerebrospinal fluid). Volume discrepancies were unknown; no motor stalls were noted in pump logs. A rotor test was not performed.

Manufacturer narrative:
Analysis of the pump revealed no anomaly. Catheter returned in 2 segments. Analysis of one segment revealed catheter body compressed area due to patient anatomy; possibly caused an occlusion. Analysis of the other segment revealed catheter body broken.

Event description:
It was reported that the patient had had excellent therapeutic effect from the infusion system for "two years and suddenly due to no reason at all the system stopped functioning". Patient had no effect, "severe underdose symptoms". Device troubleshooting was done; an x-ray of system was taken and did not show any abnormalities. A 35% increase in the daily dose was done however it had no effect. The pump logs were clean and the elective replacement indicator (eri) stated more than 50 months. Physician performed a revision of the existing catheter on 2012 (B)(6). One week post-revision the patient did not show any improvement and the pump was replaced. The patient has excellent good effect after 24 hours. Drug delivered was morphine 400mg/ml at "a very small amount of 114 microgram per day".

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Catheter model 8709sc, serial# unk, implanted: unk, explanted: 2012 (B)(6). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
(B)(4).